Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the chipped bending section cover and scratches on the mouth guard piece for endoscopy, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a chipped bending section cover and scratches on the mouth guard piece for endoscopy were found. It was determined that the mouth guard piece needs to be replaced. There was no patient involvement.